Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with thermachoice ablation". The patient's medical history included anxiety, kidney stone and irritable bowel syndrome. Concomitant products included escitalopram oxalate (lexapro) and ethinylestradiol;levonorgestrel (aviane). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 months 23 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and ablation. Discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2009: essure confirmation test(s) (unspecified)- bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: vaginal haemorrhage and essure insertion done with thermachoice ablation were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 42-year-old female patient who had essure (batch no. 627284) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion done with thermachoice ablation". The patient's medical history included anxiety, kidney stone and irritable bowel syndrome. Concomitant products included escitalopram oxalate (lexapro) and ethinylestradiol;levonorgestrel (aviane). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 4 months 23 days after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full), laparoscopic left salpingectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and ablation. Discrepancy noted in essure insertion date in previous follow-up: (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 14-jan-2009: essure confirmation test(s) (unspecified)- bilateral occlusion.. Lot number: 627284 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and ablation. Discrepancy noted in essure insertion date in previous follow-up: 01-jan-2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified)- bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Product indication and essure implant date updated. Essure explant date added. Previously reported ¿injury¿ was updated to pelvic pain. Events- abdominal pain and menorrhagia (heavy menstrual bleeding) were added. Lab data updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.